Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: one por recorded after a replace battery alarm in the black box. Battery compartment is cracked above & below the bumper pad. Corrosion observed inside battery compartment. Battery cap was not returned. Test battery cap was able to fit to maintain electrical connection & was used to complete a 24hr duration test; no por¿s were duplicated during this time.. Leak test fails with battery compartment leak. Removed pump cover; no further evidence of moisture was observed on the pcb or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.